Event description:
It was reported to ge that the x-ray technologist grabbed onto the collimator to position for the next pt and the collimator fell off. The technologist caught the collimator. No damage was done to the collimator or to the pt.